Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient underwent elective percutaneous coronary intervention (pci) supported by impella cp. The nurse observed aorta and left ventricle (lv) signals were abnormal with artifact lines after starting the pump and running at "auto". They tried to adjust the p level down to p4 then p2, but the lv was still showing a white line at p2. Alarm "placement signal not reliable" appeared. This happened right after the pump was started before the pci procedure. No guiding catheter was near to the optical sensor. No other equipment was near to the automated impella controller (aic) or the impella pump. The aic was swapped to another aic using the same pump. The signal became normal without any artifacts. The patients blood pressure kept stable during the procedure. The impella cp was weaned after the pci and the patients outcome is stable.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. Device analysis: although the 5s parameters (contrast, snr, and gain) of the original optical bench were within specifications, the psnr alarm was triggered when tested with the demo pump. After the optical bench was replaced, no psnr alarms were reproduced, with an snr of 16,243, and both the contrast and raw optical sensor signal remained stable. Note: the claim of 'showing a white line at p2' shall be investigated in the disposable complaint (B)(4). Root cause: the root cause of the 'ao and lv signal with artifact lines' and the 'placement signal not reliable' issue was most likely an optical bench malfunction. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.